Manufacturer narrative:
The company representative troubleshot the issue with the customer on the phone. The phaco handpiece was received and a visual assessment of the returned phaco handpiece found no visual nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece, which found the phaco handpiece to meet product specifications. The returned phaco handpiece was connected to a calibrated system, where it passed tuning, but displayed system message (sm) [u/s hp failure - handpiece voltage low (short circuit).] During a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet specifications per the manufacturing test procedure (mtp). Disassembly of the handpiece revealed that the crystal stack was fused together. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. No problem was found with the phaco handpiece as related to the reported event. Therefore, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the phacoemulsification (phaco) handpiece has little to no suction during an ophthalmic surgical procedure. The surgery was completed. Patient impact not reported. Additional information has been requested but not received.